Event description:
It was reported that a spectrum pump alarmed downstream occlusion. This occurred during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem of 'downstream occlusion' was not reproduced. A review of the event history log (ehl) revealed 'downstream occlusion' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be the downstream sensor out of range. The downstream occlusion requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.